Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a hydrothermal ablation procedure in the uterus was performed on (B)(6) 2018. According to the complainant, during ablation phase, a 10cc fluid loss around 55 degrees celsius was noted. The procedure was completed but a first degree burn on the vagina of the patient was noted and silvadene cream was applied to treat the burnt area. An additional attempt has been made to obtain follow up event details with no response from the clinician.